Event description:
During the index procedure four in.pact av access balloons were used to treat the left arm venous outflow. Approximately 20 months post procedure patient suffered stenoses at venous outflow. Angiography demonstrated moderate stenoses within venous outflow (target lesion involved) adjacent to previously placed stent along with in-stent stenosis. Balloon angioplasty was performed with 6 mm and 7 mm balloons (non-drug coated balloon). Patient recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.